Event description:
It was reported that a patient underwent a revisionary procedure on (B)(6) 2007 and mesh was used. Gore dual mesh was also implanted at that time. The patient experienced a post operative infection. On (B)(6) 2008 both meshes were removed. At that time the surgeon performed an abdominal angioplasty with flaps for the hernia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2012-03633 and medwatch 2210968-2012-03635. The same patient is represented in each medwatch.